Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision was done due to patient complaining of pain. The humeral stem was cemented but was loose and removed by hand. Was surgery delayed due to the reported event? Yes, if yes, number of minutes: 30, patient status/outcome/consequences: no.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.